Event description:
Reportable based upon analysis completed on (B)(6) 2012. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, catheter difficulty crossing the target lesion occurred. The physician stated that the 9.0x30x135 cm express ld vascular stent delivery system (sds) "did not pass from lesion." The procedure was not completed due to this event. Additional information has been requested and is not available. This product is only ous approved but it is similar to an approved u.s. Device. Returned product analysis revealed a detached stent.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: examination of the returned device revealed the stent was returned detached from the stent delivery system. A visual examination of the device noted no damage to the shaft of the sds. The balloon showed evidence of being inflated. Clear stent crimp marks were present on the balloon. The stent had been expanded and no damage was noted to the stent. There was no damage noted to the distal tip of sds. No further damage to device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).